Event description:
It was reported to philips that the system was unable to boot up, stalling at start up screen. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the suite pc drive was not flickering. The fse tried to move the drive-in suite to different bay, but the issue persisted. The fse confirmed that the suite pc was defective and needed a replacement. To resolve the reported issue, the fse replaced the suite pc and reloaded the software in suite pc. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.